Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was used on the gastro-jejunostomy. The device was fired and it was difficult to remove. They could not get it to come out after firing. The surgeon had to open the anvil more than usual. After opening it a little more, they were able to remove it but it caused an outer anterior serosa tear. It was repaired with stitches. There was no leak. There was no patient impact. The device was discarded.